Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the "device checked last week and patient was told the lead had moved. Patient is now going to see a new md and was told a follow-up appointment would be made and that it was not an urgent matter; spouse concerned that device (lead) is not working right and why wouldn't patient have this corrected right away?". Lead was explanted and replaced. No patient complications have been reported as a result of this event.